Manufacturer narrative:
The initial MDR 1226181-2015-00724 was filed on december 30, 2015. Supplemental MDR 1226181-2015-00724_s1 was filed on january 12, 2016. Corrected information (01/11/2016): the correct date this event was received by the manufacturer was december 10, 2015.

Manufacturer narrative:
The initial MDR 1226181-2015-00724 was filed on december 30, 2015. Additional information (12/18/2015): the customer contacted a siemens customer care center (ccc) specialist. The customer stated that the urea nitrogen lot # bun-15264ba was not performing within specifications. The customer obtained a new reagent lot # bun-15299bb, which was performing within specifications. The cause of the discordant bun results on multiple patient samples was due to a reagent issue.

Event description:
Discordant blood urea nitrogen (bun) results were obtained on multiple patient samples on a dimension vista 1500 instrument, while using reagent lot 15264ba. The customer stated that quality controls (qc) were initially within range. The dialysis unit questioned reported bun results of patients after dialysis. The customer repeated qc, which resulted low out of range. The customer recalibrated and repeated qc, resulting high out of range. The customer installed a new reagent lot and repeated the samples. The corrected results were obtained and were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant bun results.

Manufacturer narrative:
The initial MDR 1226181-2015-00724 was filed on december 30, 2015. The first supplemental MDR 1226181-2015-00724_s1 was filed on january 12, 2016. The second supplemental MDR 1226181-2015-00724_s2 was filed on january 12, 2016. Additional information (02/16/2016): siemens healthcare diagnostics has determined that dimension vista® blood urea nitrogen (bun) lots 15215ae, 15243bb, 15264ba, 15299bb, 15300ba, 15320bb, and 15341ac may exhibit inaccurate patient and/or quality control results. Only specific reagent cartridge wells are affected. If calibration is performed using an unaffected well and patient results are subsequently run using an affected well, bun results may be falsely depressed by up to approximately 50%. If calibration is performed using an affected well, bun results may be falsely elevated by up to approximately 64%. Siemens issued an urgent medical device correction dated february 2016, communication vc-16.01.b.us to all u.s accounts or an urgent field safety notice vc-16-01.b.ous, to all outside u.s. Accounts who had been shipped the impacted lots. Customers were directed to discard certain flexes with a specific lot number/cavity number combination. Siemens offered a no charge replacement or credit for discarded inventory. MDR 2517506-2016-00122 and MDR 2517506-2016-00125 were filed with the FDA on march 14, 2016 for this event in relation to the recall.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc performed remote troubleshooting. The ccc performed check 1 on reagent arm 1, reagent arm 2, and sample probe 1, which failed for reagent arm 2 with the error "clog detect out of range". Ccc primed reagent arm 2 pumps and cleaner, and repeated check 1 on reagent arm 2, which passed. Ccc performed auto align on sample probe 1 and reagent arms 1 and 2, which failed for the reagent arms. Ccc then performed home initialize sequence on the reagent arms, which passed. The ccc requested the customer to remove, inspect, clean and reseat both reagent probes. The customer stated that there is "reagent spray" all over the inside of the instrument. The ccc requested the customer to clean the reagent probes and the reagent probe drains. The customer cleaned the drains, recalibrated and reran qc, which resulted within range. The cause of the discordant bun results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant blood urea nitrogen (bun) results were obtained on patient samples on a dimension vista 1500 instrument. The customer stated that quality controls (qc) were initially within range. The dialysis unit questioned reported bun results of patients after dialysis. The customer repeated qc, which resulted low out of range. The customer recalibrated and repeated qc, resulting high out of range. Corrected results were obtained and were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant bun results.